Manufacturer narrative:
Device analysis results: the oad was received at csi for investigation. The oad operated as intended during functional testing. Visual examination revealed the driveshaft was fractured at the distal edge of the crown. The nose of the driveshaft was not returned. Scanning electron microscopy identified fatigue striations on the fractured filar faces. The fractured driveshaft filars are likely the result of localized, elevated stress levels applied to the driveshaft while spinning. It is hypothesized that the angle into the ostial iliac placed a tight radius bend on the guide wire and driveshaft. It is hypothesized that spinning through this location surpassed the design limits of the driveshaft. However, the exact root cause of the fracture cannot be determined. At the conclusion of the device analysis investigation, the reported driveshaft fracture was confirmed. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. (B)(4).

Event description:
A stealth orbital atherectomy device (oad) was selected for treatment in the common femoral artery via 6fr access. The driveshaft of the oad broke during an attempt to advance the oad over the bifurcation. A competitor catheter was inserted in order to pull the guide wire and fragment of oad into the sheath and out of the patient. The procedure was completed with a smaller oad and angioplasty with excellent results and minimal delay. The patient was stable and was discharged without complication.